Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the egm (electrogram) was not available. Episodes of egm mismatch consistent with (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited stored episodes without electrogram (egm) waveforms. The device remains in use. No patient complications have been reported as a result of this event.